Event description:
It was reported that the 6800 system will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the single board computer and hard drive. The customer has not yet determined if they will follow through with the repairs. Customer will advise. No add'l info provided.